Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked on display window, cracked and bleeding lcd glass, and severely scratched display window noted during testing.

Event description:
The customer reported via phone call that the insulin pump screen was smashed. The customer reported that ink exploded from the insulin pump. The customer's blood glucose was 243 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.